Event description:
The customer reported via phone call experiencing high blood glucose levels and that the infusion set cannula was bent within its first day of use. The customer's blood glucose was 457 mg/dl. Customer awoke with extremely high blood glucose levels, took the infusion set off, and found the bent cannula. He stated that the insulin pump had not alarmed to inform him of any possible occlusion. Customer complained of nausea, vomiting, increased heart rate, fatigue and lethargy. The high blood glucose was treated with a manual injection and intravenous drip at his workplace. The customer's most recent blood glucose was 120 mg/dl. The customer was advised to change the infusion set. Customer noted that the infusion sets had been inserted manually due to lack of a serter and declined troubleshooting for an absence of no delivery alarm; he advised that he received a no delivery previously but was unsure why he did not receive it this time. He was advised that the infusion sets be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.